Event description:
During evaluation a review of the history log a system error 23012 (ui software integrity failure) with a novum iq large volume pump was noted. Per the customer the device kept losing date and time. This occurred during testing. There was no patient involvement. No additional information is available.

Manufacturer narrative:
E1: initial reporter phone no: (B)(6). G1: device manufacturer address 1: nothern region industrial estate g1: device manufacturer address 2: 60/29 moo 4, tambol banklang, a.muang h11: the device was received for evaluation. During functional testing, the date and time were set and synced. The event history log was reviewed, and a system error 23012 was noted. The reported condition was verified. However, since the se23012 was not able to be reproduced during functional testing, the cause of the condition could not be determined. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The cause of the condition could not be determined. Should additional relevant information become available, a supplemental report will be submitted.